Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range form 120 to 150 mg/dl. Comparing blood glucose results from his truetrack meter serial # (B)(4) to wife's truetrack meter serial # (B)(4) and observed 60 to 80 mg/dl difference. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin and medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 9:40 am) with results of 252 mg/dl and 318 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 156 mg/dl (B)(6) 2015 08:15 am; 181 mg/dl (B)(6) 2015 09:45 am; 150 mg/dl (B)(6) 2015 10:50 am; 202 mg/dl (B)(6) 2015 08:20 am; 89 mg/dl (B)(6) 2015 08:15 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 120 to 150mg/dl. Comparing blood glucose results from his truetrack meter serial#(B)(4) to wife's truetrack meter serial#(B)(4) and observed 60 to 80mg/dl difference. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin and medication to manage diabetes. Back to back blood test performed during call fasting((B)(6) 2015; 9:40am) with results of 252mg/dl and 318mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 156mg/dl (B)(6) 2015 08:15am; 181mg/dl (B)(6) 2015 09:45am; 150mg/dl (B)(6) 2015 10:50am; 202mg/dl (B)(6) 2015 08:20am; 89mg/dl (B)(6) 2015 08:15am. Adverse event not reported.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.